Manufacturer narrative:
H3: only a portion/component of the bur (bur tang) was returned in a small resealable bag. Under the magnification, traces of dark residue were observed on the bur tang. Deep scratches were present on the surface near the distal end of the bur tang. The distal end (outside diameter) of the bur tang was also found to be deformed. The distal outside diameter of the tang shall measure 0.0919 ± 0.0003 inches and measured 0.1020 inches which was out of specifications. Only a portion of the device was returned, and therefore the functional testing could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the device could not lock the bur. Same visao drill was checked with different bur and does not worked fine. There was no patient involved in this event.